Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of system's hard drive, reloading system's software and communication reestablished.

Event description:
Customer reported the panorama central station's server had lost communication, which may have affected telemetry monitoring. No pt injury was reported.